Manufacturer narrative:
This report is submitted on january 21, 2022.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021 to have an osia system placed (reason unknown) the internal fixture i.e. Converting the patient to a subcutaneous baha implant system.